Manufacturer narrative:
All devices were discarded by the hospital and were not returned for investigation. Therefore, we could not conclusively determine the root cause of the reported incidents. The lot number of the devices were not provided. Therefore, we're unable to perform a lot review.

Event description:
User experienced complications when using pruitt f3 (8 or 9f; 2013-10 or 2012-10). He does not remember which exact one. The user reported very low flow from the common carotid when flow was checked during procedure. It felt like an occlusion. The shunt has been checked before use as instructed in IFU and balloon has been inflated per instruction in procedure. In order to try to solve the issue, the balloon for common carotid was minimally deflated during procedure and then a better flow achieved. User also reported that this similar issue occurred a few times with different patients, nevertheless those issues have not been brought to our attention. The surgeon assured that the outcome in the end for the patients has been well, as he has been cautious and observant of the flow.